Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number have been identified. Should the device be returned at a later date, the investigation will be reopened.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during an av fistulagram thrombectomy on (B)(6) 2023, the tip of the catheter detached within the patient's fistula. The surgeon used a vascular snare device to successfully externalize the foreign body liberating the fistula. The patient tolerated the procedure well, no additional consequences to report.